Event description:
The customer reported via phone call that the insulin pump has alarmed no delivery multiple times. Blood glucose value was 457 mg/dl; treated with manual injections. Customer stated she went through 8 infusion sets in less than 24 hours. She even went to the hospital that she works at to get an infusion set of a different lot number and could not resolve the issue. The customer has not tried different cannula lengths, insulin is not expired or denatured, she does rotate sites and avoids scar tissue and used the serter. Customer stated the tubing is bent or kinked. The customer declined further troubleshooting. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarms noted. The pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.